Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was found that the stations were on offline. A field service engineer (fse) advised the customer to contact hospital information technology (it) to check the line as it seemed to be hospital network issue. Later fse confirmed that the hospital it put the devices on network and devices came back online. No service needed from fse. The system functioned as intended after the hospital it team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server devices displayed as not communicating and also offline in remote support service (rss) in the or and etn locations. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.